Event description:
It was reported that the right ventricular lead lia (lead integrity alert) triggered due to oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered due to the right ventriuclar lead having oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected was analyzed and revealed that on (B)(6) 2011 there were three ventricular nst episodes <=130 ms. There were two vf episodes <=170 ms average v-cycle on (B)(6) 2011. There was a std review revealing that a lead integrity alert triggered and the programmer data showed a lead integrity alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.